Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specifications and functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verio iq meter was displaying an inaccurately low control test result. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. The control solution and test strips involved in this complaint have been returned to lfs and evaluated by product analyis with the following findings: the control solution and test strips have passed all testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying a inaccurately low control test result. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However product evaluation of the subject meter is still pending.

Manufacturer narrative:
((B)(4) 2012) device evaluation the control solution and test strips involved in this case have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following results: the control solution and test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.